Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use as implant was scratched and has foreign material on the distal surface. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial operational notes: pfj femoral component removed with minimal bone loss, no other complications noted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products:articular surface fixed bearing posterior stabilized (ps) left 10 mm height: catalog#42511400510, lot#63378971; tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#63256434; unknown palacos cement: catalog#ni, lot#ni. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, five years post implantation, the patient was revised due to pain and possible infection. During the revision surgery, the femoral component came away with no cement attached but the tibial component was well fixed. Due to the surgeon questioning a possible infection, all components were exchanged. Infection was not confirmed. It was reported that no further information is available.